Event description:
It was reported that the first tracheostomy tube was placed and found leakage after 4 days of use. Then the second one was placed and found leakage on the 1st days of use. The event occurred while in use with patient at the hospital. There was no delay in therapy that was critical to this patient. This problem was solved by replacing with a new one. There was a patient involvement and there was unknown patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Two devices were received for evaluation. A lot history review was performed. The customer allegation was confirmed however, no manufacturing-related root cause was identified. Both devices were leaked tested, both devices appeared to leak in the same location. Using a verified ruler (copper sticker), the leak location on device one was approximately 10mm below the end of the inflation line and 3 mm towards the graduation printing on the shaft. Surrounding the point of leakage was abrasion marks approximately 2mm in diameter. Next to the abraded area surrounding the leak was another small, abraded area approximately 2.5 mm x 2mm. The leak location on device two was approximately 7mm below the end of the inflation line and 2 mm towards the graduation printing on the shaft. There were a few small, abraded marks visible, but significantly less than what was visible on device one. Prescence of abraded marks on the cuffs indicated that the devices encountered something sharp / rough. The lot passed both these inspections. Review of the process on the production floor did not identify anything that would have created the abraded marks. Due to the similar locations, it is likely that the devices came in contact with something sharp / rough either prior to intubation or during.